Manufacturer narrative:
The bench engineer (be) confirmed the customer complaint. The unit is not powering on and displaying machine and proximal pressure sensors failed. The power management board is damaged and is not communicating with the flow sensor.

Manufacturer narrative:
The customer has replaced motor controller board, power management board, and cpu. It was reported that the unit powers on but the customer still detects smoke.

Manufacturer narrative:
The removed power management board was returned to the failure investigation lab (fi). A visual inspection of the power management board revealed no evidence of damage or contamination. The fi technician installed the power management board into a fi ventilator to attempt to duplicate the reported issue. The power management board was tested, and the customer complaint was verified. Root cause was a shorted out l2.

Manufacturer narrative:
Report date: 10sep2021.

Event description:
The customer reported the ventilator would not power on when plugged into ac power and with battery installed. Power and battery leds on front panel are illuminated and cooling fan is not spinning. The ventilator was not on a patient at the time of the issue and there was no patient harm. The remote service engineer (rse) advised customer to check for 120v ac at back of unit at ac inlet and to check for 24v dc at orange/brown wire on power management (pm) connector from power supply. The rse advised customer to replace power supply or pm pcba to correct if needed. Customer called back to advise that power supply is generating 24v dc at the pm pcba but when pm pcba was replaced, the unit began to power on then it powered off and smoke emitted from the ventilator. No visible damage was found on the pm pcba. The rse advised customer to check cpu contacts for debris or damage where pm pcba resides and if available, try swapping known good user interface assembly onto unit to see if problem is resolved. If not, cpu will need to be replaced. Customer called back states that after working with co-worker he was able to determine that the user interface assembly was fully functional and didn't need to be replaced. After installing the new cpu and pm pcba, worked at first and he was able to power unit on in normal mode and service mode. When calling tech support to get option codes he found that the unit started giving same symptoms as before when unit is plugged in. Rse started troubleshooting with customer. Found that customer is getting led light on front panel with unit powered down and ac attached. Customer was able to turn on unit in battery mode and retrieved errors (111b check vent: 35 v supply failed, 1000 - 3.3 v supply failed, 1001- 12 v supply failed) from the event logs that pointed to the motor controller (mc) pcba as the problem. Further information is pending.

Manufacturer narrative:
The removed motor controller pca was returned to the failure investigation lab (fi). A visual inspection of the motor controller pca revealed no evidence of damage or contamination. The fi technician installed the motor controller pca into a fi ventilator to attempt to duplicate the reported issue. The motor controller pca was tested, and the customer complaint cannot be verified. The returned motor controller pca passed all testing. No failures were identified.

Manufacturer narrative:
The bench engineer (be) replaced the motor controller pcba and power management pcba which resolved the reported issue. Unit passed all tests and was returned to the customer site for continued use. Following the service, the device was returned to the customer to be placed back into service.